Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, the device burned the bowel. The surgeon was activating the device for a minute and the bowel became stuck to the shaft of the device then saw that the bowel was damaged. The surgeon was finished using the device and the shaft was perceived to be hotter than normal. A general surgeon was called in to repair the bowel. Suture was used to over sew the area of the burn. The degree of the burn is unknown. The base of the trocar had started to melt, too. The patient is currently stable. The surgeon gave the rep photos that will be sent. The device has not been released for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information from surgeon: patient is (B)(6) female of average height and weight. Surgeon (ob/gyn) was working on the ovary. Bowel stuck on shaft of instrument. Did not immediately fall off "had to peel off" left a circular blanched white are on bowel. Bowel perforated and concerned that it could be a full perforation so another surgeon was called in to overstitch the bowel as a precaution. Pt should be fine. Procedure was at 2pm. Patient was kept overnight and should go home today. Surgeon thought shaft was insulated (correct information provided to surgeon that the tip and distal 7mm of the shaft heat up and provided reason for heat from the IFU). Surgeon took photographs of the device and a trocar that was melted (attached). The trocar that was melted was not the trocar used for the device. Additional information from director quality/risk management: was disclosure made to the patient? If so, when? Disclosure made to husband (in waiting room) at the time of the injury are there any complications suspected (by the surgeon) from this issue/"burn" (such as infection, perforation, etc)? The location of the "burn" was oversewn by general surgeon that was consulted during the case. Was this harmonic scalpel a one-time use item? Yes photo on 0014 shows the trocar's sleeve being disfigured. The glare from the lighting makes it difficult to clearly see the disfiguration. Photo on 0015 shows blanched (white) area on bowel consistent with appearance of thermal injury to bowel wall.

Manufacturer narrative:
(B)(4) = after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad melted. The device was connected to a test handpiece and (B)(4) generator and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times.